Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature problem.

Event description:
It was reported that the arctic sun device had temperature problem.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. The device was evaluated upon receipt. Alarm 113. Replaced chiller pump. Passed functional check, est. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.